Event description:
Ongoing alerts continue for this issue.

Manufacturer narrative:
It was later reported that this patient is scheduled for a revision later this month.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected > 125 ohms on this defibrillation lead via latitude. No adverse patient effects were reported. Technical services had discussed troubleshooting with a health care provider.

Manufacturer narrative:
Resolution was requested from the field. However, to date nothing further has been received. Should additional information become available, this event will be updated.

Manufacturer narrative:
Ongoing high impedances were detected. Resolution attempts have been requested from the field representative who later provided that no additional information has been provided from the clinic to the representative. The lead remains in-service.

Event description:
--